Event description:
It was reported that during a left distal biceps tenodesis case, three screws would not remain positioned and the case was aborted. The surgeon had difficulty removing the screws from the drivers; this was observed when the tendon was in the tunnel. The reporter stated the surgeon utilized a light tapping when inserting. There was an approximate two hour delay before the screws were retrieved and the case was aborted. There was no pt injury. Quality of bone was reported as hard. The three screws reported were all bio-tenodesis screws of different lengths: 8 x 12 mm (lot 207579), 7 x 10mm (lot 183630), and 7 x 23mm (lot 207288). The parts returned for evaluation were the quick connect drivers, (driver for 10mm bio-tenodesis screw) and (driver for 15mm bio-tenodesis screw). F/u with the reporter provided information that the case will not be rescheduled. No further pt information was provided at the time of this report or made available in response to f/u communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The quick connect driver devices were received and evaluation was conducted; the screws, however, were not returned for evaluation. The customer stated the screws will not be returned. The complaint was not confirmed. The drivers were found to meet specifications visually, dimensionally, and functionally. Device history record reviews revealed nothing relevant to this event. Based on the information provided and driver evaluation, the most likely cause of this type of event would be tapping the devices during insertion which may have resulted in deformation of the screws and/or enlargement of the pilot holes to the point that screw fixation was lost. This is the first complaint of this type for the screw sizes (part/lot combinations) utilized in this case. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a f/u report will be submitted.